Manufacturer narrative:
Submit date: 04/06/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. A female pt had a permcath inserted in 2006, now used around 5 yrs, a few weeks ago, a "crack" and some trace of scratches had been found on the lure lock adapter after dialysis session when nurse was connecting/disconnecting the adapter. A very small piece dropped at that time. This week when she received hd, there is some blood found around the adapter. Catheter had to be removed and replaced.